Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code). H4:device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states. The user reported no video image involving pentax medical video naso pharyngo laryngoscope, model vnl8-j10, serial number (B)(4). The customer stated 'when hook up to towers (user) gets a blue/purple screen. The event was reported to occur in the operating room before use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 06-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of image distortion and documented the following inspection findings: image distorted, passed dry leak test, passed wet leak test, pve electrical connector frame mild corrosion, fluid invasion in pve connector. The device underwent repairs including the following components: pcb for ccd k4/ntsc, electrical connector assy. This is the first time model vnl8-j10, serial number (B)(4) has been returned for service at a pentax facility since the device was put into service. The endoscope was repaired and approved by final qc on 13-oct-2021 and was delivered to the customer under delivery order (B)(4).